Manufacturer narrative:
Literature citation: yuichiro shima; "outcomes of bkp for osteoporosis vertebral fractures with severe kyphotic deformity". Age at event: mean age: 80 years. Sex: 2 males, 13 females. (B)(4).

Event description:
It was reported in the article that among 70 patients, 15 patients who underwent bkp from 2011 to 2015. The patients underwent balloon kyphoplasty (bkp). Post op, one patient reported with intradiscal cement leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.